Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter had been cut near the distal end of the device. Two clamp marks and two kinks were found on the catheter. Functional analysis could not be performed due to the condition of the device.  The noted defects likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) with balloon dilatation procedure performed on (B)(6) 2015. According to the complainant, when dilatation was complete, the balloon would not fully deflate. They removed the scope with the balloon in place and attempted to deflate it again; however, it would still not deflate. The catheter was cut with scissors to withdraw the device from the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) with balloon dilatation procedure performed on (B)(6) 2015. According to the complainant, when dilatation was complete, the balloon would not fully deflate. They removed the scope with the balloon in place and attempted to deflate it again; however, it would still not deflate. The catheter was cut with scissors to withdraw the device from the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.